Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained during attempted insertion into the vessel. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level. An action item was opened to address the issue and has been sent to the new product development (npd) quality team.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 6 fr angio-seal device involved was unable to be inserted into the vessel. The doctor applied further adequate force while inserting the device, however the sheath kinked at the tip. The angio-seal was removed, and a new 6 fr angio-seal was attempted to be used, however the same issue occurred, the sheath was kinked. The doctor decided to switch to manual compression to complete the case. The case was done. The patient was in stable condition. There was no patient injury or surgical intervention required. Additional information was received on 29 apr 2022: the procedure performed prior to the use of the closure device was a percutaneous coronary intervention (pci). The procedure sheath used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.